Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: novel approach to intracardiac defibrillator placement in patients with atriopulmonary fontan: ventricular defibrillation with an atrial positioned ICD lead. Journal of cardiovascular electrophysiology. 2021; 32:3275¿3278. Doi: 10.1111/jce.15265. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding ventricular defibrillation with an atrial positioned ICD lead in patients with atriopulmonary fontan. The article reports one patient whose lead exhibited gradually diminished atrial sensing. The lead remains in use. No patient complications have been reported as a result of this event.